Manufacturer narrative:
This report is being supplemented to provide additional information based on evaluation and the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, they do not have the will to forward the device to the repair department, and updated information cannot be obtained; therefore, the presumed cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during maintenance of the evis exera iii xenon light source, there was no image with the 190 series endoscopes. The customer reported there was no patient involvement. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.